Event description:
Consumer reports that implants we're successfully placed, but the consumer also reported there was not enough bone quality.

Manufacturer narrative:
Consumer reports that implants we're successfully placed , but the consumer also reported there was not enough bone quality.